Manufacturer narrative:
(B)(4): the customer evaluated and ventilator and confirmed event log and found "circuit occlusion", "vent inop", and "turb out of control speed parameter (6)" appeared in the log.

Event description:
The customer reported that while in patient use the ventilator alarmed both audibly and visually for circuit occlusion and the ventilation was stopped. The patient was removed from the ventilator and placed on another ventilator, no patient harm.